Event description:
Covidien received information that during testing, the ventilator display did not boot up and a white screen was displayed. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).